Event description:
It was reported 'it is not triggering the pump' and unknown patient harm was indicated. Additional information was not provided at the time of this report. Good faith efforts have been initiated.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server indicating that 'it is not triggering the pump' and unknown patient harm was indicated. Good faith effort follow up was conducted and confirmed that there was an nibp pump failure but there was no harm to the patient. A field service engineer (fse) went onsite and confirmed there are failures in the measurement of the nbp parameter. A fse went onsite and replaced the nibp assembly and inlet. After repair, functional testing was completed according to the service manual and no faults were detected. Based on the information available and the testing conducted, the cause of the reported problem was a faulty nibp assembly. The reported problem was confirmed. The device was operational after repairs were completed.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue multi measurement server indicating that 'it is not triggering the pump' and unknown patient harm was indicated. Good faith effort follow up was conducted and confirmed that there was an nibp pump failure but there was no harm to the patient. A field service engineer went onsite and confirmed there are failures in the measurement of the nbp parameter. A quote was provided for repair and the case remains open, pending further investigation and repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.